Event description:
On (B)(6), 2010, the pt underwent repair of an abdominal aortic aneurysm. The pt was implanted with a trunk-ipsilateral leg component and a contralateral leg component. The physician then attempted to cannulate the contralateral gate of the trunk-ipsilateral leg component; however, he inadvertently lowered the guidewire prior to inserting the contralateral leg component. The device deployed outside the gate. The physician performed an unplanned aorto-uni-iliac. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, verify that the guidewire is within the contralateral leg hold of the trunk by rotating a formed pigtail catheter within the trunk, or by standard practice used to verify guidewire location. Advance the sheath over the guidewire and through the contralateral leg hole of the trunk.